Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the plunger has alot of resistance when flushing dialysis avf or cvc, making staff question the patient's dialysis access, has been happening x 3 weeks."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0162289. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As the affected sample was unavailable for return, confirmation testing could not be performed. However, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were inspected for plunger movement difficulty and poor silicone distribution. The silicone distribution test consists of dispersing a small amount of powder onto the barrel. The excess powder is blown off and the remaining powder indicates the destruction of silicone. The test results confirmed the correct silicone distribution throughout the barrels of the retained samples. Per the investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement during the flush. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the plunger has alot of resistance when flushing dialysis avf or cvc, making staff question the patient's dialysis access, has been happening x 3 weeks."